Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, top and bottom cases were damaged and the right plunger case was broken. Review of the event history log showed an occurrence of a plunger error. The reported issue was duplicated during the investigation. The investigation determined that the customer's impact to the device was the cause of the reported issue. The right plunger case was broken and the force sensor was damaged. The right plunger case and force sensor were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that the pump has a broken plunger force sensor.